Event description:
A retrospective, single site study which reports that robotic-assisted low anterior resection for rectal cancer shows similar clinical efficacy to laparoscopic surgery, was summarized in a literature article. The aim of the study was to conduct a comparative analysis of perioperative and oncological outcomes between robot-assisted and laparoscopic-assisted low anterior resection (lalar) procedures. The study occurred from december 2019 to november 2022 and included 125 patients who underwent robot-assisted low anterior resection (ralar) and 279 patients who underwent lalar resection. In the ralar group, there were 76 males, 49 females with a median age of 62 years and a median bmi of 24. The article noted that in the robotic-assisted group there was one case of an anastomotic leak, reported as a clavien-dindo grade iiia. There were no other details provided about this patient or event. There were no da vinci device malfunctions reported, nor did the authors allege that any intuitive surgical, inc. (Isi) products caused or contributed to any adverse events. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complication cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: long sx, wang xn, tian sb, bi yf, gao ss, wang y, guo xb. Robotic-assisted low anterior resection for rectal cancer shows similar clinical efficacy to laparoscopic surgery: a propensity score matched study. World j gastrointest surg 2024; 16(6): 1558-1570. Https://dx.doi.org/10.4240/wjgs.v16.i6.1558. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic x system was reported.